Event description:
The neff set was used to gain access to the kidney and collecting system. When the wire was pulled back through the collecting system, it had somehow tied a knot in itself and was unable to pass through the dilator. The doctor pulled hard on the wire and the wire sheared and broke. A piece of wire seems to be broken off in the muscle or fascia of the pt's kidney. The piece of the wire could not be retrieved; however, the doctor was not concerned as it was left in the muscle or fascia.

Manufacturer narrative:
Expiration date unk as lot number is unk. Manufacture date unk as lot number is unk. (B)(4): labeled on caution label. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. Additionally, the wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." It would appear that this device failure is due to a procedurally related event. The patient/event description states "when the wire was pulled back through the collecting system, it had somehow tied a knot in itself and was unable to pass through the dilator. The doctor pulled hard on the wire and the wire sheared and broke." We will continue to monitor for similar complaints. The appropriate in-house personnel were notified.